Event description:
My drs lied to me. Said saline implants wouldn't hurt me. I could have them for life. All lies, I got so sick. It affected my entire family. I couldn't work, it cost me a fortune. Thousands of sick women just using up healthcare on someone else's dime. Just like our corrupt government. Why is the healthcare system forking the bill for these implant companies? Because you are protecting them. This is female abomination. Are you trying to kill us? Help us get better please. You can call me for a f/u on this disgrace and see how I'm healing. I'd love to talk to you. Do you still have the product in case we need to evaluate it? Yes. Do you have a picture of the product? Yes. Possible lupus, ana positive, thyroid, hair loss, bladder loss, memory loss, eye sight loss, suicidal takeovers, anxiety, list goes on. FDA safety report ID # (B)(4).